Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It was reported that the device restarted up immediately after the occurrence. It was stated that after restarting up, the issue was fixed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, the error was confirmed in the error log. The main board was replaced to address the issue. Additionally, the outlet flow path, right side panel, blower kit, and inlet foam were replaced which were not related to the reportable malfunction/issue. The unit was cleaned and passed testing. The bipap a40 system silver is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.